Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) using electrodes, the defibrillator failed to display the pt's ECG rhythm. The user switched the defibrillator and attempted to monitor the pt using the same electrodes,the the same result. The user then switched to a fresh set of electrodes and successfully monitored the pt's heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.